Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a safety needle. The customer reports while activating the safety after clinician had given medication, the needle bent sideways and she punctured herself. There was a needle stick injury to the clinician and routine testing was followed according to hosp protocol.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.